Event description:
A caller reported encountering cgm error 42. Blood glucose level was not adversely affected. Customer technical support provided detailed instructions for resetting the pump, and the caller was guided through this process. After resetting the pump, the cgm error code did not reappear, and the caller successfully initiated a new sensor session.